Event description:
Procedure: low anterior resection. According to the reporter: staples did not form properly when closing the rectal stump, resulting in faecal peritonitis. Surgery time extension was reported as four hours. The surgeon performed a laparotomy, rectal stump recovery, and anastomosis with another device.

Manufacturer narrative:
(B) (4). (B) (4).